Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section e initial reporter phone. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing to all pyxis station. A technical support specialist (tss) reviewed the downtime query and confirmed all messages are current. Verified through the order cast query that order ids were being properly captured in the database. Restarted the external messaging services on the server and checked ext.receivedmessage, confirming no delays from pis or active directory (adt). Customers validated that all orders are now crossing successfully and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were not crossed to all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, orders were not crossed to all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.